Manufacturer narrative:
Insulin pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with cracked case behind the pump at the battery compartment and cracked battery tube threads. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at back and had audio issue but retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.